Event description:
Rptr is an or rn (has been an rn since 1966). Rptr has worked in the or for the past 3.5 years; both as a scrub nurse and a circulating nurse. In about 1/97, rptr developed a dermatitis reaction on arms, legs, ears, neck, and hairline; severe puritis, oozing and weeping areas. While in the orthopedic surgical suite all day, symptoms would be worsened. Hives developed, nasal congestion, sneezing, and itching eyes were frequent if gloves were "snapped" symptoms worsened to include hands and trunk. Skin was also red with a buring sensation. Fissures developed, quite painful. Symptoms would lessen to some degree when away from the workplace. Pain would be constant, face became swollen, irritation and redness developed from elastic on underwear, socks, and support stockings. Pt had secondary infections, antibiotics prescribed.